Event description:
Hospital description: event desc: surgeon was using titanium screw when screw broke. Screw retrieved. No harm to pt or staff. The broken equipment was given to extremity medical rep. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the intended procedure? Subtaler fusion.

Manufacturer narrative:
Engineering analysis competed. Pre-drilling not performed per surgical technique. The implant tip showed minor splaying, but was intact and a micro 1.6 guide wire was successfully passed through the implant. A review of the inspection data, (B) (4) dated (B) (6) 2009 for lot #jp1035 was performed. The inspection data did not indicate any out of spec dimensions. The internal hex was verified to be within tolerance. Conclusion: the stripping of the hex is consistent with similar type bone screws and is often the result of over torquing. The failure of a non-cannulated easy out style tool confirms excessive torque. The stripping of the internal hex prevented the screw drive from counter-torquing the primary screw during removal and resulted in the compression screw becoming disengaged with the primary screw. The surgeon user failed to follow "step 4: drill" outlined in the compressx surgical technique (B) (4). The inspection data on file indicates the implant was manufactured within specification. The visual inspection indicated the entire implant was removed from the pt. The failure of the implant resulted in pro-longed surgical time and was caused from user error.